Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 130 mg/dl. The customer had reverted to a back-up plan. The device will be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No alarm was noted for a loose drive support disk. The insulin pump was received with a cracked case at a display window corner and battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.